Event description:
After an implantation period of approximately 89 months, low shock impedance was reported. Patient is referred for lead explant, but lead remains actively implanted at this time. Should additional information become available, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available impedance trend curves showed a base impedance around 500 ohms between (B)(6) 2017 and (B)(6) 2019 with several intermittent measurements around 280 ohms. Furthermore the observations stored in the follow up data included lead integrity warnings due to low impedances as well as short v-v intervals as reported in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.